Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that when using ¿wingsets¿ to collect serum samples, the sample underfills the bd vacutainer® serum blood collection tubes. There was no report of exposure, injury or medical intervention.